Event description:
During the operative procedure, the curved jaw open sealer/divider would not divide.what was the original intended procedure?left thyroid lobectomy with isthmusectomy with frozen section.device #1is this a laboratory device or laboratory test?no.